Event description:
Implant slipped into the maxillary sinus.the implant needed to explant in the same surgery.

Manufacturer narrative:
Implant slipped into the maxillary sinus.the implant needed to explant in the same surgery. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.